Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported, the menu button on the infusion device is defective. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and returned for eval. A preliminary eval revealed the menu button does not respond. There are particles of plastic inside the housing of the menu button. These particles temporarily isolate the area of contact; therefore, the menu button is without function. Add'l info will be submitted when the eval is complete.